Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failing. A field service engineer, recovered drawer and verified the cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the fh cubie drawer 1 is experiencing a failure. The customer stated that users were able to remove the med from another station and there are no pro long delays. There were no adverse events or injuries reported based on this incident.